Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump buttons was unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump had rainbow effect on the screen. Insulin pump had diminished battery life and rewind prime make louder sound the insulin pump will not be returned for analysis.